Manufacturer narrative:
The wet pak was visually inspected. The infusion chamber on the pinch plate cracked. The infusion chamber was broken off from the pinch plate to further inspect for any welding anomalies along the welding profile. Plastic material of the infusion chamber remained on the pinch plate. Weld line and stress marks around the pinch plate were the evident that the infusion chamber was properly welded on the pinch plate. The damage on the infusion chamber might probably be caused by shipping/handling, not welding issue. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Evaluation of the returned cassette confirmed that the infusion chamber was properly welded to the pinch plate. Weld lines, stress marks, and remaining plastic material on the pinch plate all indicate an intact and conforming weld at the time of manufacturing. No weld defects or material anomalies were observed. The pattern of cracking and separation is consistent with external mechanical stress, not a weld failure. Therefore, the most probable root cause is damage incurred during shipping or handling, rather than a manufacturing defect. Another potential contributing factor could be related to customer handling of the product. No further investigation or manufacturing actions are warranted at this time as the exact root caused could not be conclusive be determined at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trends and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cassette was found fluid leakage during the test for vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Additional information provided in h.6. And h.11. Product evaluation was not able to be performed since the reported product was not received at the investigation site for evaluation. Product is expected but has not been returned to date. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information, the investigation was unable to conclusively identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).